Manufacturer narrative:
Investigation summary: referring to the product inquiry the long nail kit r2.0, ti, right gamma3® ø11x400mm x 130° is stated to be the product in question. No other associated products were reported. Review of the manufacturing documents revealed no discrepancies; the DHR contains a copy of the label set. All labels indicate end of shelf life by (end of) (B)(6) 2015. In the case presented a long nail kit r2.0, ti, right gamma3® was implanted whose sterilization date was exceeded by approx. 2 months (expiration date: 02/28/2015; date of implantation: (B)(6) 2015). Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. Thus, in this specific case of exceeded expiry date by approx. 2 months a risk for the patient is not to be expected. Nevertheless, the expiry date of the reported nail kit should have been noticed prior to surgery. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to misuse. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Expired implant was implanted into patient.

Event description:
Expired implant was implanted into patient.

Manufacturer narrative:
Investigation summary: referring to the product inquiry the long nail kit r2.0, ti, right gamma3® ø11x400mm x 130° is stated to be the product in question. No other associated products were reported. Review of the manufacturing documents revealed no discrepancies; the DHR contains a copy of the label set (label for packaging and patient record label). All labels indicate end of shelf life by (end of) february 2015. In the case presented a long nail kit r2.0, ti, right gamma3® was implanted whose sterilization date was exceeded by approx. 2 months (expiration date: 02/28/2015; date of implantation: (B)(6) 2015). Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. Thus, in this specific case of exceeded expiry date by approx. 2 months a risk for the patient is not to be expected. Nevertheless, the expiry date of the reported nail kit should have been noticed prior to surgery. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to misuse. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. H3 other text : device remains implanted.